Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between 04/21/2026 and 04/22/2026. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2026. The day of the event 04/21/2026, the cgm readings was inaccurate, but no specific readings were reported. The patient reported that due to the inaccuracy they experienced loss of consciousness. The exact cgm reading from the time of losing consciousness was not known, as the patient stated their phone (only display device used), died just before losing consciousness. The patient was unconscious for about 5 hours and was eventually found by her daughter. The patient´s daughter gave her cranberry grape juice, yogurt and orange fruit. After treatment a fingerstick was taken and the blood glucose reading was 81 mg/dl. No cgm reading was available from that moment as during that time because her phone was still charging. No further treatment was reported to be needed, and the patient did not go to the hospital. When a fingerstick was taken the day after while wearing the same sensor, the cgm reading was 121 mg/dl, and the blood glucose reading was 90 mg/dl. At the time of the report the patient was feeling fine. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on 04/21/2026. The reported glucose values fall within the b zone of the parkes error grid on 04/22/2026. The data investigation found a difference in values that falls within the a zone of the parkes error grid on 04/21/2026. No additional patient or event information is available.